Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the specific symptoms the patient experienced related to the withdrawal symptoms were asked but unknown. It was confirmed that after replacement the patient was fine. The pump had been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 6.496 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced withdrawal symptoms. The log files were read and it was found that multiple motor stalls and recoveries had occurred, including stalls with a duration of over 48 hours. Reprogramming was done but due to the potential damage of the internal tubing (because of the stalls lasting greater than 48 hours), the decision was made to replace the pump. It was noted as a potential external factor that a replacement of a cardiac device was performed on an unknown date prior to the motor stall. Interrogation reports were provided and showed that as of (B)(6) 2019 at 09:08 (with the last programming change on (B)(6) 2019 at 11:40), the pump had an active motor stall with a duration of over 48 hours. The pump was programmed with an 8% dose increase to 7.002 mg/day and the report indicated the logs were not yet read with this interrogation. The pump was interrogated again on (B)(6) 2019 at 09:34 without reading the logs or any additional programming changes. The pump was interrogated again on (B)(6) 2019 at 9:44, this time with reading the logs which indicated the following events had occurred (all dates correspond to year 2019): motor stall recovery occurred: (B)(6), 12:26 motor stall occurred: (B)(6), 15:10 stopped pump duration may exceed ¿tube set¿: (B)(6), 15:10 motor stall recovery occurred: (B)(6), 10:23 motor stall occurred: (B)(6), 12:13 stopped pump duration may exceed ¿tube set¿: (B)(6), 12:13 motor stall recovery occurred: (B)(6), 17:22 motor stall occurred: (B)(6), 10:38 stopped pump duration may exceed ¿tube set¿: (B)(6), 10:38 motor stall recovery occurred: (B)(6), 10:41 motor stall occurred: (B)(6), 16:39 stopped pump duration may exceed ¿tube set¿: (B)(6), 16:39 motor stall recovery occurred: (B)(6), 13:24 motor stall occurred: (B)(6), 14:58 stopped pump duration may exceed ¿tube set¿: (B)(6), 14:58 motor stall recovery occurred: (B)(6), 09:23 the pump was interrogated again on (B)(6) 2019 at 10:12, without reading the logs but with a programming change of a 29% dose increase to 5.001 mg/day. The pump was explanted on (B)(6) 2019 and it was indicated that it would be returned. No further complications were reported or anticipated.